Manufacturer narrative:
The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had trace pointers are invalid. Customer was able to clear the alarm and able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.